Manufacturer narrative:
Siemens filed the initial MDR 2247117-2024-00001 on 14-feb-2024. Additional information (13-mar-2024): quality controls (qc) recovered in range at the time of the event. The error log did not show any relevant errors while the measurement was performed. There is no indication that a sample or and reagent probe issue contributed to the event. No indication for level sense issues or bubbles were found. The cause of the event is unknown. Sections b3 and b6 were updated to correct the date of event from 10-jan-2024 to 11-jan-2024. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). It is suspected that this issue is connected to a problem with the customer's water system. Siemens is investigating the issue.

Event description:
An erroneous, falsely low insulin-like growth factor-1 (igf-1) result was obtained on an immulite 2000 xpi system (s/n: (B)(6)). The erroneous result was reported to the physician(s). The patient previously had a higher historical result for igf-1. Twelve days later a new sample from the patient was run for igf-1 and recovered higher. There are no known reports of patient intervention or adverse health consequences due to the falsely low igf-1 result.